Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging the pump alarmed for a loss of prime with multiple cartridges from different boxes. It was reported the patient¿s blood glucose on an unknown date was 25.1 mmol/l with extreme thirst. No medical intervention was reported. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: during investigation, there were multiple loss of prime warnings observed in the black box with low non zero force. The pump was exercised for 24 hours with no loss of prim duplicated. The force calibration passed within specification.